Event description:
Customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the connection of the image processor board. System operates as intended.